Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. .baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 5 of 5 on the home choice (hc). The hp did not disconnect and there were no bags that disconnected. The hp would complete therapy using manual supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding a system error 2240 alarm. The hp continued therapy using manual supplies and resumed therapy the following night on the cycler. The hp contacted her peritoneal dialysis nurse (pdrn) about the alarm. There was patient involvement. No patient injury or medical intervention was reported.